Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms / service code 204) was confirmed. As received, the monitor passed incoming testing. Upon evaluation, there was contamination on the j502 belt connector. The contamination could not be ruled out as a potential contributing cause of the gong alarms and service code. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and service code 204.